Manufacturer narrative:
This product, is distributed outside the united states, but is similar to us distributed stent delivery systems. The product is available for eval and testing; however, it has not been received to date. Additional info will be submitted within 30 days of receipt.

Event description:
As reported by the affiliate, the cypher sds had a crack in the luer hub. Another cypher was used for the procedure. There was no report of pt injury. Additional procedural info has been requested, but has not yet been forthcoming.